Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 270cc and experienced capsular contracture baker grade IV on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor gel breast implant (serial number (B)(4)) on (B)(6) 2020

Manufacturer narrative:
On (B)(6) 2020, it was noticed incorrect information was erroneously submitted in the previous report. See h11 for details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2020, it was noticed e2 (health professional?) Was marked as no. The initial reporter was a health professional and the field has been updated.